Event description:
It was reported that there was no fluoro associated with the 6600 system. The case was completed with another unit. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the foot pedal, handswitch and the controller pcb. The system was tested and found to be working as intended and placed back into service.